Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by a sales representative via email that an ar-1288qtt-100 tibial tunnel quadlink kit experienced an issue during use. This was discovered during an autograft acl reconstruction with quad tendon procedure on (B)(6) 2026. After the autograft quad tendon was shuttled, the 17 mm abs button was attached. While tensioning the tibial side, the fibertag tightrope ii failed, causing the graft to slip back into the joint and subsequently into the tibial tunnel. The graft was removed, the fibertag tightrope ii was cut out, and a new device was attached. The graft was then shuttled, implanted, and tensioned successfully on the second attempt using a new ar-1588rtt2 fibertag tightrope ii. No adverse patient effects were reported. Additional information was received on 06-mar-2026: this occurred in the patient and delayed the case by 10 minutes. No additional anesthesia was administered.